Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault was observed during evaluation but could not be verified. The processor bridge pace board and defib-monitor flex cable were replaced to reduce the probability of reoccurrence. Board level evaluation could not reproduce the fault. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.